Event description:
During a abdominoperineal repair with laparoscopic bladder neck suspension with mesh the dh085 began melting the trocar sleeve and reducer cap. The pt had two blister approx two to three inches from one of the trocar sites. The 5mm dissecting hook may have been torqued. There was a large dressing put over the skin blister. The pt is reported to be fine. 5/13/97 rep reported the blister is located above trocar site at the left lower quadrant. The trocar was 10/12 optiview with a multiseal reducer cap. The trocar is not available for return. Surgeon relates two problems. First case, he was doing a retropubic burch procedure and upon completion of the case, there was a small blister through the port where the harmonic scapel had been placed. It busted without sequelae. Surgeon is not certain if there was torque on the instrument at the time. Second case, involved an lcs during an oophorectomy. There was a buzzing sound with the instrument. There was no consequence to the pt. The instrument may be available for co's inspection.